Manufacturer narrative:
B2. Inadvertently required intervention was not selected on initial MDR.

Event description:
It was reported that patient had there device repositioned for an unknown reason. No additional relevant information has been received to date.